Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Patient taken to the theater for hemostasis.

Manufacturer narrative:
One device was returned for review without the packaging to verify part or lot number. The device was examined and it was observed that the pincer was missing from the device. A definite root cause for the broken pincer could not be established with confidence. Possibly, the pincer hit hard or calcified tissue during the procedure that resulted in the breakage. Since the alleged complaint was most likely due to an event within the user environment, no corrective action will be taken at this time.